Event description:
On (B)(6) 2014, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had a blood glucose of 270 mg/dl with vomiting, and trace ketones. Patient received no unusual treatment. During troubleshooting, customer support (cs) found no medical/clinical issues that could have contributed to the bg excursion, and no potential causes of the perceived inaccurate delivery issue. The time/date were correct, and the basal and bolus records were as expected. Though troubleshooting with cs did not reveal any delivery issues, the pump is being replaced because of the alleged issue. The bg excursion does not meet the animas criteria for a reportable event. This complaint is being reported because of the alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: no defect was found. Unable to duplicate complaint. The last bolus and the last basal delivery were on (B)(6) 2014. An unexplained power on reset event occurred on (B)(6) 2014 15:31; deliveries never resumed. Pump history shows manual suspend on (B)(6) 2014 11:31 and manual resume at 12:42. Then manual suspend at 12:43 and manual resume at 13:50. And manual suspend on (B)(6) 2014 07:28 and manual resume at 07:59. Pump alarm history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Returned battery cap and returned cartridge cap used for testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.